Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 299 mg/dl and their sensor glucose read 576 mg/dl. The customer also stated their blood glucose was 406 mg/dl and their sensor read 200 mg/dl. Customer stated their husband took them to the hospital for the high blood glucose reading. The customer's sensor cannula was also not bent upon removal of their sensor during troubleshooting. The customer was also confident in their sensor insertion technique. Customer's sensor will be replaced. No additional information provided.